Event description:
It was reported that during pre-operation check both of the pacemakers were in backup mode. The pacemakers were exchanged and the surgery continued successfully. The patient was stable following the procedure.